Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump seems to lose all connectivity to the new sensor and transmitter and it's not connecting to the meter. Clear plastic ring around reservoir compartment came off. The customer reported that the clear piece and o-ring came off. The customer was advised that the insulin pump needed to be replaced and was advised to continue use of the insulin pump until replacement arrives. The insulin pump will be returned for analysis.